Manufacturer narrative:
Sample received in outer blister including cover foil. It is very bent and shows surgery residuals. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. It was found, that the shaft is very bent and shows surgery residuals. Due to the condition of the sample, the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively, due to insufficient sample. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps tip was unable to open and close properly during a vitreoretinal surgery. The forceps was removed from the sterile field and a new forceps was obtained in order to complete the procedure. There was no harm to the patient.